Event description:
It was reported that the patient passed away. The physician noted that the death was not due to the vns device and that the device was functioning properly at the time of death; however, the cause of death is not known. The generator was noted to not have been explanted following the death. No other relevant information has been received to date.

Event description:
The patient's generator was explanted and the patient's mother is in procession of the explanted generator. The explanted generator has not been received by the manufacturer to date.